Event description:
(Reported to company representative during the week of 10/30/94)10/29/94 18:00 IV microtubing changed. Insulin drip and glucose solution running together through line. During the night blood glucose levels dripped from 140-150's to 37-59. Insulin drip was discontinued. When the cracked tubing was found at 10:00 on 10/30, tubing was changed and blood glucose level increased to 155 by 12:00 on 10/30/94.